Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded several episodes in which inappropriate anti-tachycardia pacing (atp) and electric shocks were delivered for sinus tachycardia. The atp did not work, and shock slowed rate at one of the episodes. The ICD remains in service. No additional adverse patient effects were reported.